Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and lymphadenopathy.

Event description:
Patient reports "worrying lump in my armpit", "fortunately it was not found to be the cancer as we expected but part of a ruptured implant" and "I had to undergo fairly rapid investigatory and replacement surgery". This relates to the right device. The device has been explanted.

Manufacturer narrative:
Correct reason for reoperation: "worrying [painful] lump in my armpit" was found to be "part of a ruptured implant".

Event description:
Patient reports "worrying lump in my armpit", "fortunately it was not found to be the cancer as we expected but part of a ruptured implant" and "I had to undergo fairly rapid investigatory and replacement surgery". This relates to the right device. The device has been replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified - observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports "worrying lump in my armpit", "fortunately it was not found to be the cancer as we expected but part of a ruptured implant" and "I had to undergo fairly rapid investigatory and replacement surgery". This relates to the right device. The device has been explanted.

Event description:
Patient reports "worrying lump in my armpit", "fortunately it was not found to be the cancer as we expected but part of a ruptured implant" and "I had to undergo fairly rapid investigatory and replacement surgery". This relates to the right device. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reports "worrying lump in my armpit", "fortunately it was not found to be the cancer as we expected but part of a ruptured implant" and "I had to undergo fairly rapid investigatory and replacement surgery". This relates to the right device. The device has been explanted.

Event description:
Patient reports "worrying lump in my armpit", "fortunately it was not found to be the cancer as we expected but part of a ruptured implant" and "I had to undergo fairly rapid investigatory and replacement surgery". This relates to the right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6. Device evaluation: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further. Analysis it is not possible to determine the cause of the event.